Manufacturer narrative:
(B)(4). Title modified radical hysterectomy for cervical cancer ib1 source int j gynecol cancer, volume 29, article 180 (80) date of online publication: 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed (B)(6) 2019, class iiradical hysterectomy with pelvic lymphadenectomy in ib1 cervical cancer, 116 patients with cervical cancer were subjected to modified radical hysterectomies. Device was used in 59 of these cases. It is reported that there were two reoperation because of bleeding. Article: g hurtado estrada, 2019 ,modified radical hysterectomy for cervical cancer ib1.